Event description:
Customer reported that the pump bolus calculation appeared incorrect. The customer's blood glucose (bg) level was over 600 mg/dl. Customer addressed their bg with a correction bolus via the pump. Tandem technical support reviewed pump logs and determined the pump was functioning as intended and delivering insulin correctly based on the pump settings.